Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the right ventricular (rv) lead could not be placed into the right ventricle due to patient anatomy. Upon removal of the lead, the rv lead got hung up on the tip of the sheath and two burred areas were noted at the distal rv coil. A second rv lead was attempted. Due to patient anatomy the second rv lead could not be placed and during removal the second rv the same issue occurred as the first with apparent damage to the lead. A third rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the damage is consistent with being withdrawn from a hemostasis valve. Hemostasis valves are designed to have a lead inserted, then slit/split/peeled off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.